Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because missing product was not resolved with troubleshooting.

Manufacturer narrative:
Product is missing; therefore, device evaluation cannot be performed. The 510(k) # is k073231.